Event description:
While using product and attempting to lock the safety shield, it broke, resulting in a puncture with the needle. As a result, phlebotomist will require testing for the next six months.